Event description:
It was reported to philips that the heartstart xl defibrillator/monitor intermittently could not deliver shock. A no shock delivered error message appeared. There was no negative patient impact.

Manufacturer narrative:
(B)(4).